Event description:
It was initially reported that the patient had a generator replacement (B)(6) 2014. The patient picked at the incision site and had a sore on the left side of incision. The surgeon wanted to go in and re-center the generator. During surgery while repositioning the generator it was determined during system diagnostics that the generator was at end of service. As the patient was recently implanted the end of service condition was likely due to use of electrocaudary. The generator was replaced that day. Attempts for additional information have been unsuccessful. The generator malfunction related to the electrocadary will be reported on medwatch 1644487-2014-02494.

Manufacturer narrative:
Sex; corrected data: the initial MDR inadvertently reported the patient¿s sex incorrectly.